Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the patient last recharged their device two weeks prior to report and the last time they felt stimulation was a week prior to report. It was stated a communication problem was reported and the patient was unable to adjust stimulation using their patient programmer. Additional information received reported the patient¿s implantable neurostimulator (ins) was replaced on 2013 (B)(6). It was noted, the ins was depleted. The reporter stated, the patient reported, the ins had been dead for six months prior to replacement. It was noted that impedance testing was done at the time of surgery and lead integrity looked good. It was noted, the manufacturing representative met with the patient on 2013 (B)(6) for post operation programming and education.

Manufacturer narrative:
Analysis found that the implantable neurostimulator (ins) battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
Product ID 3487a-56 lot# v664309, implanted: 2011 (B)(6); product type lead product ID 3487a-56 lot# v644486, implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.